Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic vats lobectomy using the hemolok ml applier and clips to ligate a branch of the pulmonary artery, the first clip they tried to use would not lock. The instrument was removed from patient and the scrub nurse reloaded the applier and test fired; clip locked okay, reloaded the clip into applier and into patient and placed two clips on a branch of the pulmonary artery. They dissected the vessel, where they experienced bleeding this was identified as leaking from the clip on the specimen being removed. After around an hour when they were finishing off the case they then started to experience bleeding from the clip on the remaining pulmonary artery. This resulted in significant patient blood loss and for the case to be converted to an open procedure for them to be able to stop the bleed. The patient at this point had no cardiac output. The patient's condition was later reported as okay and had either been discharged or was on a normal ward.

Manufacturer narrative:
(B)(4). When reviewing the device history device of the applicable lot, it could be confirmed that the right material and all specified and required components haven been used. All defined and specified working steps are recorded on the working sheet. During the investigation the jaw has been measured. A leakage test has been performed on the instrument. Some clips were taken and pressed on a test hose. The dimensional inspection showed no deviation. The jaw is within the specification. The leakage test showed that the instrument is tight. The clips could be taken without any problems and could be pressed on a test tube. Thereby there were no deviations. It was determined that the pull rode is bent at the insert at the taut wire ball. This is the second time that the handle has been returned for repair. The handle has been revised in (B)(6) 2017. In (B)(6) 2016 the parts have been revised for the first time. Thereby the insert has been exchanged. The rotating knob has been exchanged. The reported customer complaint could not be determined. The deformation of the pull rode has been caused by overloading. As soon as a repair other remarks: authorization is received, the repair will be performed.

Event description:
It was reported that during a laparoscopic vats lobectomy using the hemolok ml applier and clips to ligate a branch of the pulmonary artery, the first clip they tried to use would not lock. The instrument was removed from patient and the scrub nurse reloaded the applier and test fired; clip locked okay, reloaded the clip into applier and into patient and placed two clips on a branch of the pulmonary artery. They dissected the vessel, where they experienced bleeding this was identified as leaking from the clip on the specimen being removed. After around an hour when they were finishing off the case they then started to experience bleeding from the clip on the remaining pulmonary artery. This resulted in significant patient blood loss and for the case to be converted to an open procedure for them to be able to stop the bleed. The patient at this point had no cardiac output. The patient's condition was later reported as okay and had either been discharged or was on a normal ward.